Event description:
It was reported by the customer that a pyxis anesthesia system (pas) drawer 1.3 was failed it contains fentanyl. Customer stated that there was a delay in dispensing workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer 1.3 was failed. A technical support specialist rebooted and shutdown the station by unplugging the power cord from the station to resolve this issue. The system functioned as intended after technical support specialist troubleshooted the device.